Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for ''brown foreign material in the nozzle and white foreign material near the biopsy channel outlet" could not be determined since it was confirmed that there were no differences between the method of reprocessing stated in the instruction manual and the method conducted by the user. Additionally, the foreign material residue points were not deformed (no physical damage). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a brown foreign object in the nozzle and a white foreign object near the forceps mouth. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.